Manufacturer narrative:
P-cap, reservoir locks properly into place. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with corroded electronic assemblies, cracked keypad overlay, pillowing keypad overlay, minor scratches on case, cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.